Manufacturer narrative:
The results of the eval performed suggest that this event was attributed to an isolated incident in which the machined handle was not deburred sufficiently. No other similar events have been observed.

Event description:
The broach could not be removed from the handle. There was no adverse consequence for any pt or delay in surgery or anesthaesia time.